Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity. On (B)(6) 2017, it was reported that the patient was riding their bike and fell, hitting their pump. It was indicated that the patient¿s healthcare provider (hcp) could not see the pump through the skin, but the fall must have ¿done a number on the pump¿. The patient was placed on IV antibiotics. No symptoms were reported. Additional information was received on 2017-feb-27 from the manufacturer's representative (rep). The initial reporter information was provided. It was also confirmed that the patient injured their skin around the pump pocket. According to the rep, there was no disruption in therapy, but the patient's healthcare provider planned on replacing the patient's pump and moved to the opposite side of the patient's body. Additional information was received on 2017-mar-10 from the patient's healthcare provider (hcp) via a manufacturer's business partner. The patient's identifying information and information on the drug in the patient's pump was provided. According to the hcp, the patient's fall resulted in an open area along the surgical incision site on the abdomen. Initially the pump was not visible, but the are opened further and the pump could be seen. The admitting diagnosis was wound breakdown at the pump site. The IV antibiotics were given to address a possible infection at the abdominal incision site. The patient was hospitalized from (B)(6) 2017. According to laboratory studies, there was no evidence of csf infection or wound infection. However, because of the pump hardware exposure and the risk of infection, the pump was moved to the opposite side of the abdomen on (B)(6) 2017. The patient¿s medical history included lower extremity spasticity and gait abnormalities that is non-progressive with unknown etiology. The patient¿s concomitant medications included miralax and multi-vitamin.

Manufacturer narrative:
Updated to reflect the information received on 2017-mar-27. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-mar-27 from the patient's healthcare provider (hcp). It was reported that the issue was resolved as the pump was removed and a new pump was replaced on the left side. The patient's old pump was discarded due to the non-likelihood of malfunction. No further complications were reported.